Event description:
The rptr stated that an overdelivery of tpn occurred possibly due to misprogramming. Tpn was set to infuse on an unknown channel at 15.9 ml/hr. Approx one hour into the infusion, it was noted that the pump was running higher than ordered. No pt injury was reported.